Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a shaft fracture occurred. The promus element plus everolimus-eluting platinum chromium coronary stent was implanted to treat an unspecified target lesion. During withdrawal of the stent delivery system (sds), resistance was encounter. Pressure was exerted and the sds shaft broke making it necessary to remove the complete system with the guide catheter. The patient is in good health and no part of the device remained within the patient. The patient is stable.